Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging his one touch ultralink meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The patient does not recall when the alleged power issue began. The patient manages his diabetes with an insulin pump and stated he continued with his usual dose of medication (¿novalog, 100 units¿) in response to the alleged issue. The patient stated, ¿2 to 3 weeks¿ after the alleged issue occurred, he developed symptoms of ¿sweaty¿. The patient denied receiving any medical treatment. At the time of troubleshooting, the cca documented that this was not the first time the patient used the subject meter, and there was misuse of the product. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (11/17/2014).the patient¿s meter has been returned on 11/3/2014 and evaluated by lifescan product analysis on 11/5/2014 with the following findings:the meter involved with this complaint failed testing. The meter was found to have pcb contamination at processor u5. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.